Event description:
Dexcom is not replacing faulty sensors. I have 12 that are not pump compliant as promised when purchased. I have sent e-mails to their legal department, facebook and called. Customer service told me my claim was denied because the "program" ended. I now only have 2 sensors left and I will hold them liable. No company should not replace a known and admitted issue. It is time someone steps in to help. It only does the sensor not last 10 days but now they won't replace the faulty ones they sent out. Reference reports: mw5157176, mw5157177, mw5157179, mw5157180, mw5157181, mw5157182, mw5157183, mw5157184, mw5157185, mw5157186, mw5157187.